Event description:
It was reported that during a post-op device check, an alert for non-sustained lead noise was observed. Patient was asymptomatic. Review of the egms revealed possible myopotential oversensing. Programming changes were recommended.

Manufacturer narrative:
(B)(4).